Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h2, h11. The following reportable malfunction was identified during the device evaluation: b31 scope communication error. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 (scope communication error) and corrosion at the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion of the plug unit and short circuit of the circuit board unit (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no image and a scope communication error (b30) during set up. There were no reports of patient involvement.